Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and comorbidities including dyslipidemia, hypertension, and coronary artery disease, as well as a history of former smoking. Ongoing pharmacological therapies included calcium channel blockers and other unspecified medications. The patient was treated with a structural heart tavi (transcatheter aortic valve implantation) procedure.  The implant was placed in the aortic valve.  One day following the valve implant, a pacemaker was implanted for an unspecified reason and the patient was discharged.